Event description:
After iabp for two days, the iab leaked. Blood was noted in the catheter. The iab was not returned to datascope. The iab was discarded by the facility. Event complications: none from the event - reported 09/08/1998. Pt's current status; unk - rpt'd 09/08/1998.